Manufacturer narrative:
If the incident device is returned for evaluation a supplemental report will be provided.

Event description:
The report stated that 2 hours after an operation for a testicular varicose vein, the patient complained of abdominal pain, and the patient's blood pressure went down to 50 mmhg. An open re-operation was performed. The re-operating surgeon noted that there was 1500 cc's of bleeding from the spermatic vein. This vein had been sealed during the original surgery with the ligasure v sealer/divider and no complications were noted during the surgery. The surgeon confirmed that the hemostasis was completed during the original surgery. Electric cautery was also used during the original surgery.